Event description:
It was reported by the legal guardian that the patient had been hospitalized with hypoglycemia while wearing the pod on (B)(6) , 2025. The patient ran low during the night as for some reason, the pod system changed into manual mode. Symptoms reported include seizure. No specific details about the patient treatment and discharge date was provided. At this time, there is insufficient information to determine if insulet's device caused or contributed to the reported event. Follow up attempts to the reporter have been made, however, they were unsuccessful and therefore, information is limited.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.